Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va07bbf, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had an infection of the left-sided generator. The patient complained of increasing shocks from his stimulator with infection and oozing from the contact lead site. Diagnostics included an examination (B)(6) 2016. Interventions involved explant and no replacement of the entire system the same day of examination. Etiology was reported as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae (B)(6)2016. The patient's indication for use was movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was related to the neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va07bbf explanted: (B)(4) 2016 product type lead: evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.